Manufacturer narrative:
(B)(4). D10: disposable mixing bowl and spatula; item # 00504901100; lot # 85390024 (x8) disposable mixing bowl and spatula; item # 00504901100; lot # 85390025 (x16) g2 - foreign: japan. Complaint can be confirmed through the returned product analysis. Visual evaluation of the returned product found pouches with creasing in the seal area. A dye test was performed and found seals that are non-conforming as follows: lot 85390024: 30 of 46 samples failed. Lot 85390025: 46 of 73 samples failed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event can be attributed to a manufacturing issue. Corrective actions have been initiated for the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during incoming inspection a product was found with a wrinkle at the sterile seal. There was no patient involvement. Attempts have been made and no further information has been provided.